Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit received with blank display. No damage noted on electronic assemblies. Swapped pcba 2 with test pcba2 and unit powered up properly after battery installation, problem isolated to pcba 2. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did returned after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.